Event description:
Boston scientific received information that this patient received several inappropriate shocks on two occasions that led to therapy exhaustion. To date, no additional adverse patient have have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.